Manufacturer narrative:
Information contained in this report was previously submitted through asr on 17/jul/2014 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: standard visual analysis of the returned device identified white particles on device outer surface, crease/fold , wear abrasion, discoloration, posterior opening linear and shell leakage linear on shell. A microscopic analysis was performed and identified a smooth crease in posterior 6 shell. Fill inspection identified no blockage in diaphragm valve. Additional visual analysis observed void >1mm in valve to-shell bond area. Final assessment: workmanship. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found air void between shell and valve which is not related to the reported complaint. According to the current risk documents the event of " void in valve " is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and a corrective action will take in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a left side deflation. Device has been explanted.